Manufacturer narrative:
D9. Date returned to manufacturing-7/9/2024. One used device was returned for evaluation. Functional and visual testing were performed. Functional testing was able to duplicate the reported problem. The most probable cause is a faulty uso sensor. The uso sensor was replaced to correct the reported problem.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cassette not attached error. No customer damage was reported. This issue is not related to physical damage/abuse. There was no delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.